Event description:
During the setup of the thermogard xp ivtm system (sn (B)(6)) for ivtm therapy, the system displayed an "air trap warning" message when the start-up kit (suk) air trap was inserted. The thermogard system didn't recognize the suk air trap and didn't proceed to the setup screen. Another thermogard system was used to initiate the ivtm therapy. No patient injury was reported.

Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed an "air trap warning" message, didn't recognize the suk air trap, and didn't proceed to the setup screen was confirmed during the functional testing. The root cause of the reported complaint was a malfunctioning air trap sensor block, likely attributed to a failed component. Upon visual inspection, no physical damage was noted. The event log review indicated no errors. During the functional testing, the reported complaint was reproduced. Internal inspection of the thermogard system revealed that one of the sensors of the air trap block was not responding, confirming the reported complaint. The air trap block with board was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6).